Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported that the customer was having issues when she pushes the up and down arrow. The device blinks and also the numbers went up and started scrolling. The father mentioned that the malfunctioning started last week while doing a correction and it happened three times since than. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.